Manufacturer narrative:
The subject device referenced in this report was not returned to the factory of olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. An unspecified error occurred. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the exchange of the generator due to failure of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The error log was reviewed and it was revealed that abnormal ultrasonic output and foot switch and/or hand switch short-circuited error had occurred in the last 10 errors. The transducer and sonosurg scissors owned by omsc were connected to the subject device, and the operation was checked. The subject device worked properly and the reported phenomenon could not be reproduced. The manufacturing record was reviewed and found no irregularities. Based on the error log and the past similar cases, it was assumed that the event occurred due to any of the following possible causes. The user activated output while the probe connected to the subject device had scratch or crack. The user activated output while the probe connected to the subject device had foreign material (such as tissue). The user activated output while applying the probe to the tissue with strong force. The user activated output while the connection of the probe was loose. The user turned on the subject device while stepping on a pedal of the foot switch. The user turned on the subject device while the foot switch plug had fluids stuck and was short-circuited. The above device handling has been warned in the instruction manual as follows. Should the ultrasonic output warning lamp light, a warning alarm sound, and the ultrasonic output be disabled during operation, the probe of the hand piece may be damaged, the probe connection may be loose or the transducer may not functioning properly. First refer to chapter 7, ¿troubleshooting¿, then take proper measures according to the instruction manual of the hand piece in use.